Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during surgery, while cutting through mesentery, the top of the electrode caught fire. There was no injury to the patient. The power setting was 3 bars on the generator. They changed to another electrode and the procedure continued without any further problem.